Event description:
A bayer sales representative stated that he performed a control test and received a result in the 300's (mg/dl). A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The caller was driving at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.